Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was not able to press the green button. Hence, the device did not fire. Additionally, the jaws of the device locked on tissue and were removed from the adapter by using the adapter tool. To complete the case, a new device was used. There was no patient injury.

Manufacturer narrative:
Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n3g1257y) unk-egiaadapter, unknown egia adapter, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: unk-sigadapt, unknown signia egia adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was not able to press the green button. Hence, the device did not fire. Additionally, the jaws of the device locked on tissue and were removed from the adapter by using the adapter tool. To complete the case, a new reload was used. There was no patient injury.